Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 465, 254, 188 and 193 mg/dl when testing was performed 1 minute apart on the advantage system. No actions were taken or treatment reported. A request was made for return of the suspect device and replacement was sent.